Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was oversensing and had high thresholds. Pacing problem was also noted. The ipg remains in use. High and undefined impedance was noted on the right ventricular (rv) lead. Lead fracture was confirmed. Planned intervention to explant the rv lead. No patient complications have been reported as a result of this event.